Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an event of low blood glucose level on 16-jul-2024. Patient suffered from loss of consciousness and emergency medical treatment. Patient first visited to emergency room and later was admitted to hospital. Blood glucose level was 30 mg/dl at the time of the event. Therefore, patient took IV glucose for the treament. No further information was available.